Event description:
It was reported that a folfusor sv2 did not flow. This occurred during patient infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any signs of blockage that could have caused the reported problem. Functional flow rate testing was performed and did not confirm the reported condition; flow was immediately observed at the distal luer and continued without stopping. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured betweem 08/14/2013 and 08/16/2013. The device was returned and the evaluation is anticipated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.